Manufacturer narrative:
The reported failure could not be duplicated and no components were identified which would have likely caused or contributed to the reported failure. The device is not repairable and will not be returned to the user facility.

Event description:
It was reported that during testing at the user facility the bur did not stop right away when the foot pedal was being used. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility the bur did not stop right away when the foot pedal was being used. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.